Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. A 20 x 2.25 promus premier drug-eluting stent was advanced for treatment; however, it failed to cross the lesion and the stent was damaged. No known patient complications were reported.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: promus premier ous mr 20 x 2.25 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal and mid to distal region of the stent were noted to be lifted from their crimped position and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several location of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found damage with multiple kinks as well as multiple stretching/bunching noted on the shaft polymer extrusions of the inner/outer shaft. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 20 x 2.25 promus premier drug-eluting stent was advanced for treatment; however, it failed to cross the lesion and the stent was damaged. No known patient complications were reported.